Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying inaccurate erratic results. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B)(6) 2010 to classify this case. The patient alleged that the product issue began at 11:00 pm on (B)(6) 2010 when the patient reportedly tested his blood glucose on the subject meter and obtained a result of "126 mg/dl." The patient stated that he tested his blood sugar on the subject meter at 8:00 am the next day and the subject meter displayed the same result of "126 mg/dl." The patient informed the mss that he tests his blood sugar at least three times a day and manages his diabetes with insulin injections (self adjuster). Based on the subject meter reading, the patient stated that he stopped taking his insulin. At 8:00 am on (B)(6) 2010, the patient claimed that he developed low blood sugar, specifying "sweating and light-headed" as his symptoms. The patient denied using any other meter to test his blood glucose. The patient reported that he treated himself by drinking a glass of orange juice a few minutes after the onset of his symptoms. During the troubleshooting session, the cca documented that the patient did not report any misuse on the subject meter. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he obtained inaccurate erratic readings on the subject meter, skipped his insulin due to the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Event description:
Same case as: 2134265-2010-03475. It was reported that post-drug eluting stenting treatment procedure, myocardial infarction occurred. In 2004, the patient had a taxus express2 2.5x24mm stent and a taxus express2 3.0x28mm stent implanted in an unspecified vessel. Since the procedure it is reported the patient has had several infarcts. The physician reported that upon follow-up it was found the stent were not "inflated properly and there were problems with the stents." No further information is available.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that during a lobectomy procedure, the device remained closed on the tissue. After firing (no information on how many times the device was fired), the device was stuck closed on the tissues. After having manually unlocked the stapler and removing it, the surgeon noticed that no staples were delivered and that the lung tissues were injured: a manual suture was needed. The stapling was finally performed with another ref of stapler. The patient is currently fine.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.